Event description:
It was reported that a flogard infusion pump presented an occlusion alarm. This occurred while the nurse was setting up the device prior to an infusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, occlusion testing, and a review of the alarm log were performed. A review of the alarm log identified an occurrence of the downstream occlusion alarm, confirming the reported condition. The cause of the downstream occlusion alarm was determined to be tape in the clamp shim. To correct the condition, the tape was removed from the clamp shim. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.